Event description:
The reporter indicated a 12.6mm vticm5_12.6 implantable collamer lens, -08.00/+1.0/091 (sphere/cylinder/axis), tore/broke before/during loading and the damage was noted while removing from the vial. There was no patient contact. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. H6: device history record (DHR) review: the DHR review indicated that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Claim # (B)(4).